Manufacturer narrative:
Specific information with regard to the employee's age and weight was not provided. The employee immediately flushed her eyes with water; however, the symptoms did not subside. The employee sought further medical attention at the ER. A numbing agent was administered to her eye by a nurse and the physician prescribed eye drops (voltaren) for treatment. The symptoms subsided within three (3) days. To date, the employee has fully recovered and is doing fine. The product involved in the alleged incident was not returned; therefore, a visual, physical, and chemical evaluation was conducted on a retained sample, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters. In addition, no similar complaints were received with regard to this lot.

Event description:
An employee alleged that she accidentally splashed caviwipes xl solution into her eyes while pulling a towelette from the tub and had experienced a burning sensation in her eyes.